Manufacturer narrative:
The lot was manufactured july 28, 2016 ¿ july 29, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusor ruptured. During filling with an unspecified solution the bladder burst. The event occurred before use; therefore, there was no patient involvement. No additional information is available.